Manufacturer narrative:
The insulin pump passed functional testing's including displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and motor tests. No unexpected motor error alarm was noted during testing. The device was received with normal operating currents and no unexpected off no power alarm, low battery alarm or failed battery test alarm noted. The device was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and failed battery test. Customer's blood glucose level was 332 mg/dl. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.